Event description:
Morphine was leaking from tubing at or near the connection to the vial. The staff could not clearly state what the problem was or the source of the leak. There was no visible crack. They did not notice if there was difficulty threading the tubing. There was no user error found. The pt apparently did not receive any morphine (based on volume in vial and report of pain relief). The pt had toradol IV ordered prn and did receive that, but no clear measurable outcome changes noted, such as decreased mobility, increased length of stay or increased total morphine dose. The tubing was returned to MFR for examination. The results of the MFR's investigation are unknown at this time. No other devices from the same MFR have been reported at this time.